Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Two hours after insertion of the catheter, the nurse found the balloon had burst. The balloon was inflated with 10 ml of sterile water. The patient did not pull the probe or catheter. Another catheter was inserted. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). There was no device returned for investigation therefore no physical assessment could be conducted and the investigation is based on document review. Based on the complaint statement, it is likely that the balloon had burst which may occur due to various reasons such as contact with sharp object during use for example contact with clamper, kidney dish/tray, overinflating or contact with contraindicated lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly, petroleum spirit, paraffin or other relatives compounds. The balloon could also burst as a result of coming in contact with bladder or kidney stones. Based on a literature review, salty like sediment could also possibly lead to balloon tear. A simulation test was conducted with representative samples from production on the same catheter size and balloon volume. After inflation and soaking for 14 days no issue was observed, the balloons remained in normal condition and shape. Other remarks: there was no device returned for investigation therefore no physical assessment could be conducted and the investigation is based on document review. The root cause is not confirmed. The products are subjected to 100% manufacturing visual inspection. The manufacturer will continue to monitor and trend related events.